Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump had lost power. It was noted that a new battery was placed into the pump and the pump powered on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/04/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed pump reboots were recorded on (B)(6) 2014. The battery compartment and battery cap were intact; no damage was observed. The battery cap was able to be fully secured to the pump. During testing, the pump powered on appropriately with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. The battery cap contact height and width measurements were found to be within the required specifications. The pump case was removed and no damage was found to the power circuit. The complaint that the pump had lost power was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.